Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels at night; value was unknown. Reportedly, this was normal for the customer and consulted with healthcare provider regarding making adjustments to the basal rate settings to address the issue.